Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if a qualified product was used. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens went rigidly through the injector. There was no reported patient impact. Additional information was requested.

Manufacturer narrative:
The device and the lens were returned in the blister tray inside the carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted. No damage observed. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens is in the bottom of the blister tray. Blood and viscoelastic are observed. The lens was cleaned with lphse. . Viscoelastic was not provided. The root cause for the reported "went rigidly" could not be determined. The lens was returned outside of the device. No lens or device damage was observed. No problem was found with the returned device. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. The manufacturer internal reference number is: (B)(4).